Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
Investigator assessed that the previously reported cva and death were not related to the study device.

Event description:
During index procedure, patient had 2 endeavor sprint drug-eluting stents, one to the lad and one to the rca. Approximately 31 months post index procedure the patient expired due to cva.